Event description:
The hospital reported that after a 95 minute endoscopic vein harvesting procedure was completed, the vasoview hemopro self activated when it was placed on the table. The procedure had been completed but the surgeon noticed a burning smell and then saw that the hemopro was smoking. This didn't affect the drapes or the pt. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were burnt. There was evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it did not self-activate or remain activated when the toggle was released. Based upon the functional test, the reported failure "device self activated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).